Event description:
It was reported that 24 hours post cranial neurovascular procedure with subject coil the patient presented with a new deficit (left hemiplegia). The patient was taken for further studies where clot formation was noticed on the subject coil that had been implanted. The patient is currently bed - ridden and no further information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the patient presented with a new deficit (left hemiplegia) within 24hrs post procedure. The patient was taken for further studies where clot formation was noticed on the subject coil that had been implanted. The reported events of patient vessel thrombosis and patient neurological deficit are known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that 24 hours post cranial neurovascular procedure with subject coil the patient presented with a new deficit (left hemiplegia). The patient was taken for further studies where clot formation was noticed on the subject coil that had been implanted. The patient is currently bed - ridden and no further information is available.